Event description:
Initiator reported that back to back tests performed on their family member's surestep meter were 200 and 100 mg/dl (67% difference). No symptoms were reported. Control solution test result (119) was in range. The meter is not cleaned according to manufacturer's product recommendations. There was no allegation of harm.